Event description:
It was reported that the battery gauge was inaccurate, causing the pump to shut off. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting or follow-up from support.